Event description:
It was reported that during an unknown procedure there was incomplete cutting of the colon tissue during anastomosis. There was a complete closure of the staples along the entire length and width of the circular suture, but at the same time there was a small area (about 1 cm) of uncut intestinal tissue (with the plastic-to-plastic stitching lever completely closed and the corresponding correct ¿crunch¿ of cutting through the technological gasket, which provides control during stitching and tissue cutting). The surgeon had to shift the anastomosis and remove the stoma, because. The device was not removed, ¿dragging¿ the uncut section of the intestine behind it.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4: batch # unk. H6: health effect - clinical code: gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How far was the firing from the anal verge? What is the surgeon experience with the device? Is the device available to be returned? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.